Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (blackout).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb disconnected wires. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd drive pcb. In addition, our technician confirmed that the segment fluid damage, the root brace rubber (lg control body) cracked, the angle wire play, the nozzle gluing missing, the water nozzle deformed, the water tube leak, the lg water supply tubes leak, the lg air supply tubes leak, the junction case scratched, the objective lens scratched, the lcb distal cover glass dirty, the bending rubber gluing bubbling, and the segment steel braid rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.